Manufacturer narrative:
Date rec'd by MFR: 13aug2019. The customer confirmed the touchscreen issue. The customer reported replacing and calibrating the touchscreen, and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05aug2019.

Event description:
The customer reported a bad touchscreen. There was no patient involvement.